Event description:
Hospital reported that during a treatment with unit, the control console was bumped which caused interruption of treatment. The unit source was found to be retracted into the unit shield and no elevated radiation levels were detected during the required area survey. Previously the unit had failed to complete initialization and co provided service by telephone. It was found that the printer locking mechanism was not fully in the locked position, which made printing of initialization information impossible and subsequently the initialization procedure could not be completed. When the locking mechanism was fully locked, the initialization procedure was completed and ran as intended. The next day, a co service engineer made a site visit. During the site visit, the engineer found the micro-computer control board to be loose and reseated it, after which the unit operated normally. The unit performed normally after the site visit until the device was bumped and the treatment was interrupted (three dwell positions remained untreated). After the interruption was evaluated, personnel determined that treatment could be successfully completed. Communication was reestablished and the remaining steps wre successfully treatment. Service was again requested and the engineer replaced the control unit micro-computer board and the control unit power supply board. After replacement of these parts, the unit operated normally.